Event description:
It was reported that a vns pt presented high lead impedance readings (systems 7/limit/high) during a routine visit. There were no pt side effects as a result. An evoke potential test was performed but no issues were identified. There were no reports of pt manipulation or trauma. The pt's programming history available in the in-house database was reviewed however, the results were present for the date of implant and a follow up visit 3 months later. The results were within normal limits. No additional programming/device diagnostic history can be provided by the site as the pt did not attend appointments regularly to have the device checked. X-rays were taken and sent to the MFR for review. No obvious discontinuities or acute angles were observed. The lead pin appeared to be fully inserted. Strain relief was present but not per labeling. No surgery has currently been scheduled.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.